Event description:
A consumer's husband reported that following intraocular lens (iol) implant surgery, his wife is experiencing blurry distance vision. The husband reported that his wife's near vision is clear. The consumer had wanted monovision with this eye being targeted for distance vision. She has not had her fellow eye operated on as yet. The consumer's husband reported that they told the surgeon about his wife's blurry distance vision at the first postoperative visit. The reporter did not provide any contact info; therefore, f/u was not able to be conducted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause could not be identified by the investigation. The reporter did not provide any contact info; therefore, f/u was not able to be conducted. (B)(4).